Manufacturer narrative:
Investigation summary: DHR-needles were packed in machine nº2101 (march 25-30th, 2017) during which 92 visual inspection of 100 units each were carried out with zero defects noted. Needles were assembled in machine nº 4412 and come from 2 batches: -#7066137 (march 13-21st, 2017) during which 351 visual inspection of 25 units each were carried out with 0 rejection noted. -#7076464 (march 21-30th, 2017) during which 277 visual inspection of 25 units each were carried out with zero defects noted. Cannula batches: 6231408, 6239204 and 6259034. Since DHR review show no abnormalities and defect is not confirmed since no sample or picture has been provided, no correction actions are required.

Event description:
It was reported that bd microlance¿ needle broke during use. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Initial reporter occupation other: quality assurance engineer. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microlance¿ needle broke during use. No serious injury or medical intervention was reported.